Manufacturer narrative:
Continuation of medical products: dtba1d1 crt-d, 694765 lead, and 419588 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The patient experienced feeling weak and dizzy. The ra lead remains in use. No further patient complications have been reported as a result of this event.